Event description:
It was reported that the pump is not responding properly when the buttons are pressed. The reporter claimed she pressed the buttons multiple times and the pump did not respond and then all of the sudden the pump will start going through all the previous button presses. The buttons do not feel normal and do not click and spring back as usual. The pump reportedly has been exposed to water.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.